Manufacturer narrative:
Additional information: h4: the lot was manufactured between january 6-8, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed droplets of fluid located on the interior wall of the device's bottle that resemble condensation. Condensation is a natural process and not a leak created by the infusor device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had condensation inside the infusor housing. The event was further described as water droplets adhering to the insides of the plastic infusor instead of pooling together. The issue was noticed before patient use. The device was filled with 4400 mg fluorouracil in 5% dextrose having a total volume of 230 ml. There was no patient involvement. No additional information is available.